Event description:
The customer reported that during a procedure, the jaws of the device could not be reopened. It is unknown if the device was applied to patient tissue at the time, and if so, how the device was removed from the tissue. No further information was available from the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.